Event description:
End user alleges while seated in the power wheelchair, the end user leaned forward to reach an object the unit fell over. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported leaning forward to reach an object while seated in the power wheelchair allegedly causing the unit to fall forward. The owner's manual warns, "do not reach over the back of the chair or lean excessively forward or sideways".